Event description:
It was reported that the bd syringe luer-lok¿ tip leaked past the stopper during use. The following information was provided by the initial reporter, translated from german to english: "syringe leaked and substance run into the rubber plug. The release of the substance must have been delayed, since the bolus syringe had shown no abnormalities during production and also came through the goods issue check of the quality control."

Manufacturer narrative:
Investigation summary : one photo of a loose 5ml syringe containing an unknown amount of white opaque fluid inside was received and evaluated. It appeared there was a small white droplet between the ribs of the stopper, which was rejectable per product specification. Potential root cause for the leakage past stopper defect could not be determined based on the photo provided. Physical unused samples from the same batch would be helpful for leakage testing and a more thorough evaluation. Since root cause could not be defined, no corrective actions are necessary at this time. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe luer-lok¿ tip leaked past the stopper during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "syringe leaked and substance run into the rubber plug. The release of the substance must have been delayed, since the bolus syringe had shown no abnormalities during production and also came through the goods issue check of the quality control."